Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire.

Event description:
A review of service date detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.